Event description:
Hernia mesh implanted incorrectly leading to 7+ yrs (more than seven years) of chronic and severe testicular and abdominal pain. Mesh dissolved and deteriorated, wrapped and waded around every nerve and organs in my abdominal area every time I had a bowel movement or urinated was like getting kicked in the testicles over and over several times daily. Johnson and johnson.